Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unk sofradim."

Event description:
Procedure: urological/gynecological. According to the reporter: the product allegedly eroded following the initial implantation in 2005. Pt has or will undergo corrective surgeries, removal expected on (B)(6) 2011.